Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
The device was returned and evaluated. The device had a weld failure.

Event description:
Provider alleges customer was in unit when the weld broke that holds the lockable gas spring.

Event description:
Provider alleges customer was in unit when the weld broke that holds the lockable gas spring.